Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during filling there was a leak in the air vent of a vented paclitaxel set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and showed a longitudinal fissure on the blue air vent. The returned unit was also gravity tested with methylene blue and noted a leak through the air vent. The reported issue was verified. The cause was not determined. A nonconformance is open to address this issue. Should additional relevant information become available, a supplemental report will be submitted.